Manufacturer narrative:
A ge rep evaluated the sys and repaired the power cord plug. The sys operates as intended.

Event description:
It was reported that the system shut down on its own. No pt injury was reported.